Event description:
It was reported the device had migrated and was in a pocket under the patient's arm. The device remains in use. No repositioning was performed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. No issue was identified requiring full analysis. Corrected . If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the implantable pulse generator (ipg), previous capped right atrial lead and active right ventricular lead were explanted due to infection and replaced with a leadless pacemaker. No further patient complications have been reported as a result of this event.